Manufacturer narrative:
The investigation for the hemolysis and the access site bleed has been completed. Clinical details states that minor oozing was noticed at the impella access site. Blood products were administered. The patient's act at this time was not reported. The purge fluid consisted of sodium bicarb, and they were suspected to have hit, indicating that the patient did not have an increased risk for bleeding. There were no other potential issues reported that could correlate to the bleed. Product was not returned for investigation and data logs are not relevant. The root cause of the access site bleed could not be determined due to lack of clinical information. Clinical details further state soon after starting continuous renal replacement therapy (crrt) treatment, the patient developed hemolysis. The p level was dropped to manage the complication. There are no further reports regarding the complication. Product was not returned for investigation. Data logs were investigated and there were no signs suggesting the root cause for hemolysis. There a number of suction alarms on the day of the complaint, but no motor current spikes, nor trend in the placement signal or positioning issue leading up to it. The root cause of the hemolysis could not be determined due to no product return and lack of clinical detail and evidence in data logs suggesting a clear root cause.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that a patient was on impella 5.5 support. While on support, oozing and hemolysis were noted. The registered nurse expressed plasma-free hemoglobin was up to 260. Minor oozing was found in the access site therefore blood products were given to the patient. The patient demonstrated hemolysis possibly caused by beginning continuous renal replacement therapy (crrt). The patient remained on crrt. Family decided to withdraw care and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.